Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 270 mg/dl on friday saturday all day, current blood glucose is 230 mg/dl and customer¿s blood glucose value at the time of incident 190 mg/dl. The customer reported that the super small tiny air bubbles were present in reservoir and top of the reservoir where it connects was leaked and leak occurred during priming of high blood glucose. The customer treated high blood glucose with the manual injection and shot. The customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. Based on the customer's report customer alleged insulin pump was under delivering. The insulin pump passed displacement test. The insulin pump and reservoir will not be returned for analysis.